Manufacturer narrative:
B5 correction.

Event description:
As reported, the 4mm 10cm saberx radianz percutaneous transluminal angioplasty (pta) balloon broke while in body during angioplasty. The shaft broke right at the connection to the balloon. An antegrade access was used in a patient with peripheral artery disease (pad). The device broke while attempting to remove it. The device was able to successfully be removed in cath lab, using a snare. The procedure was completed with the 4.0 x 10 cm saberx radianz balloon. Patient tolerated procedure well. The device was stored properly in a box on a cart, and there were no reported problems removing it from the hoop or the protective balloon cover. Additionally, there were no reported difficulties with the stylet or any other component. The device was prepped according to the instructions for use (IFU) and retained negative pressure. The intended target lesion was the distal superficial femoral artery (sfa)/popliteal. The patient had severe disease of the vessel. The balloon did not kink upon insertion. The device will be returned for evaluation.

Event description:
As reported, the 4mm 10cm saberx radianz percutaneous transluminal angioplasty (pta) balloon broke while in body during angioplasty. The shaft broke right at the connection to the balloon. An antegrade access was used in a patient with peripheral artery disease (pad). The device broke while attempting to remove it. The device was able to successfully be removed in cath lab, using a snare. The procedure was completed with the 4.0 x 10 cm saberx radianz balloon. Patient tolerated procedure well. The device was stored properly in a box on a cart, and there were no reported problems removing it from the hoop or the protective balloon cover. Additionally, there were no reported difficulties with the stylet or any other component. The device was prepped according to the instructions for use (IFU) and retained negative pressure. The intended target lesion was the distal superficial femoral artery (sfa)/popliteal. The patient had severe disease of the vessel. The balloon did not kink upon insertion. The dr. Was consulted the following day and stated that it was not a device issue but rather a complex patient case. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the 4mm 10cm saberx radianz percutaneous transluminal angioplasty (pta) balloon broke while in body during angioplasty. The shaft broke right at the connection to the balloon. An antegrade access was used in a patient with peripheral artery disease (pad). The device broke while attempting to remove it. The device was able to successfully be removed in cath lab, using a snare. The procedure was completed with the 4.0 x 10 cm saberx radianz balloon. Patient tolerated procedure well. The device was stored properly in a box on a cart, and there were no reported problems removing it from the hoop or the protective balloon cover. Additionally, there were no reported difficulties with the stylet or any other component. The device was prepped according to the instructions for use (IFU) and retained negative pressure. The intended target lesion was the distal superficial femoral artery (sfa)/popliteal. The patient had severe disease of the vessel. The balloon did not kink upon insertion. The dr. Was consulted the following day and stated that it was not a device issue but rather a complex patient case. The device will not be returned for evaluation. A product history record (phr) review of lot 82307507 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon separated¿ cannot be verified as the device was not returned for analysis and procedural images were not provided. The exact cause cannot be determined. Based on the information available for review, vessel characteristics and the severity of the diseased vessel was the most likely contributing factor as stated in the event description. During use and handling the separation likely occurred leaving a portion of the balloon behind. However, without the return of the device for analysis, it is difficult to ascertain the root cause between the device and the event reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 10cm saberx radianz percutaneous transluminal angioplasty (pta) balloon broke while in body during angioplasty. An antegrade access was used in a patient with peripheral artery disease (pad). The device broke while attempting to remove it. The device was able to successfully be removed in cath lab, using a snare. Patient tolerated procedure well. The device will be returned for evaluation.